Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump had lost power. The user removed the battery and replaced it with a new one, but the pump reportedly lost power again. The user reportedly attempted to replace the battery again but the pump would not turn back on. This report is being made based on the alleged power loss.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows several power resets due to low battery voltage. The rewind, load and prime steps were performed with no power loss. The pump was exercised with no power loss. All current readings were found to be within specification and no issues were noted with the power circuits. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, keypad was found to be swollen and contamination was found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(64).